Event description:
The pump and set were visually inspected. No signs of damage or contamination seen. The loading pins and fluid valve actuator pins all moved smoothly when actuated by hand. The set was primed using a fresh bag of saline. So signs of leakage or issues with priming. The pump booted up normally and successfully completed all startup tests. The set was loaded in the pump and programmed an infusion at 4 ml/hr. The set passed inlet valve leak check with no alarms and no upstream air alerts. The infusion started normally and ran without issue. A downstream occlusion was induced and the pump responded properly by raising a low-priority alarm that self-resolved when the occlusion was cleared. The infusion continued without incident. There is no indication of any malfunction of the lvp or administration set. Conclusion is that this was a case of confusion around volume consumed during troubleshooting of upstream air conditions prior to the start of the infusion.

Event description:
The following has been reported: nurse reported at around 1:30 a.m. On (B)(6) 2025, a patient had a uma strip that was infusing, and the pump started to beep as there was air in the line. When the nurse entered the room, she noticed that the 100 ml bag that was brand new, that had been spiked about two hours. Previous prior to this, it was completely empty. When she looked at the pump data that only 44.4 ml had infused. However, as she mentioned, it was 100 ml bag. There was no infiltration, so it does appear as if the patient did receive the full 100 ml of medication. This was supposed to be infused over 12 hours at a much shorter rate. The pump was pulled and marked defective. She was notified by the nursing supervisor this morning of the incident and then from there, everybody was notified. Patient seems to be okay with no harm to the patient. Tubing and pump isolated and no liquid found where the pump was in use. Bumex was the drug infused no patient harm a preliminary review of the logs identified the following issue: overdose; no ae. An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a